Event description:
Recurrent problem with deroyal minor pack. First incident in 2002, found bugs in 2 packs (bug parts) in two different lot numbers. Hosp has worked with MFR through their qa process but problem recurs. Twice in 2002 in one month found hair. Strand between the surgical towels. Found before use on a pt. No pt harm. They just discarded pack and opened new pack.